Manufacturer narrative:
On 11/27/19, mentor received additional information regarding the suspected medical device. It was implanted on (B)(6) 2009. However, this indicates that the device was implanted after the expiration date of (B)(6) 2009, and it was used off label. There is no product issue reported regarding the device.the relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/22/19, the investigation was performed based on a video provided and completed. Investigation summary : upon reviewing the video, it was observed that the device was ruptured. However, it does not provide enough evidence to determine the root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a revision breast augmentation with a 600cc mentor memorygel breast implant (left) and an unspecified gel implant (right) experienced postoperative right-sided rupture and suffered several unexplained systemic symptoms, including joint pain, memory problems, fatigue, chest pain, heartburn, hair loss, poor sleep, swallowing issues, feels something on throat, shortness of breath, lymph node back of neck, numbness on hand, numbness on fingers, and takes long time to heal . The root cause of the patient¿s symptoms is unclear. As a result, the patient had the implants explanted on (B)(6) 2019. The patient stated that upon explantation the left implant was found to be intact, and the right-sided implant was severely ruptured and discarded. This report is for the left prosthesis.